Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a patient underwent implant of a 29 mm navitor valve on (B)(6) 2022. Immediately after the deploying the navitor valve, the patient developed a left bundle branch block (lbbb). The patient underwent implant of a pacemaker on (B)(6) 2022. The cause of the lbbb is unknown. It was noted that the patient had a right bundle branch block prior to procedure. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
An event of heart block was reported was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In this case, the patient was reported to have heart block prior to the implant procedure, which could have caused the reported event. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.